Event description:
It was reported that lens unfolded over five minutes. On the first day of post-op, whitish shade/patches on the optic were observed, which are still present on optic 10 days post-op. The pt has 6/6 visual acuity. No impact on vision. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.